Event description:
Event verbatim [preferred term]. Something was bothering her on her lower back/upper hip area/ the pain was too much, felt more like a burn or cut [thermal burn] , open sore/skin hanging off [skin lesion] , she adjusted the wrap thinking that it was just bunched up or something else had gotten twisted [device use error] , scar [scar]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (robax lower back & hip heatwrap, reported as "robax heatwraps"), device lot number m29978 09/08, expiration date aug2018, via an unspecified route of administration from an unspecified date at an unspecified dose for back pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The female patient reported that she used the robax line of products for years, and never had an issue. Recently after having some severe pain related to her sciatica nerve, she purchased a box of the robax heatwraps. They immediately helped. She was in the united stated and her back started bothering her again, so she went out and purchased another box of the heatwraps, this time at the [redacted store name in the united states]. She used 2 with no problem. When she returned to (B)(6), she used the last wrap and this was where the problem started. After having the wrap on for approximately 3 hours, she started noticing that something was bothering her on her lower back/upper hip area. She adjusted the wrap thinking that it was just bunched up or something else had gotten twisted. After about an hour, she had to remove the wrap because the pain was too much. Not the back pain, but it felt more like a burn or cut. After a couple of days, she mentioned to her husband that something had to be wrong because the pain was not going away. He looked at it and was horrified to see that she had an open sore and the skin was actually hanging off. He immediately tended to it and it seemed to be healing now, however, she just thought someone should know that there was possibly something wrong with that particular wrap. Unfortunately, she did not have the wrap because she removed it and threw it away at work but still had the box it came in. As mentioned before, the first 2 wraps were not a problem. Her husband did take a picture of the burn if needed in order to try to figure out what went wrong. The patient stated that she drafted the above email communication to send to the manufacturer a few weeks prior to the date of the report of 11nov2016, but didn't realize she didn't send it. She added that everything was healed, although she did have a small scar, nothing else went wrong. Later, the patient added that she was fine and not looking for anything. She only wanted to make the manufacturer aware in case there was an issue with someone else. She stated that if it wouldn't be for the heatwraps, she probably would not have been able to function for at least a week. And that she loved these and would not stop using them if she need to because they are the only thing that works. The package seal was intact. The action taken in response to the event for thermacare heatwrap was temporarily withdrawn. Therapeutic measures were taken as a result of events something was bothering her on her lower back/upper hip area/ the pain was too much, felt more like a burn or cut, and open sore/skin hanging off. The outcome of the events "something was bothering her on her lower back/upper hip area/ the pain was too much, felt more like a burn or cut", and "open sore/skin hanging off" was resolved with sequel. The outcome of "she adjusted the wrap thinking that it was just bunched up or something else had gotten twisted" was unknown. Company clinical evaluation comment: based on the information provided, the reported events thermal burn, and skin lesion as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events device use error and scar assessed as associated with the device., comment: based on the information provided, the reported events thermal burn, and skin lesion as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events device use error and scar assessed as associated with the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Complaint is not process related, not design related.

Event description:
Something was bothering her on her lower back/upper hip area/ the pain was too much, felt more like a burn or cut [thermal burn] , open sore/skin hanging off [skin lesion] , she adjusted the wrap thinking that it was just bunched up or something else had gotten twisted [device use error] , scar [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (robax lower back & hip heatwrap, reported as "robax heatwraps"), device lot number m29978 09/2008, expiration date aug2018, via an unspecified route of administration from an unspecified date at an unspecified dose for back pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The female patient reported that she used the robax line of products for years, and never had an issue. Recently after having some severe pain related to her sciatica nerve, she purchased a box of the robax heatwraps. They immediately helped. She was in the united stated and her back started bothering her again, so she went out and purchased another box of the heatwraps, this time at the [redacted store name in the united states]. She used 2 with no problem. When she returned to canada, she used the last wrap and this was where the problem started. After having the wrap on for approximately 3 hours, she started noticing that something was bothering her on her lower back/upper hip area. She adjusted the wrap thinking that it was just bunched up or something else had gotten twisted. After about an hour she had to remove the wrap because the pain was too much. Not the back pain, but it felt more like a burn or cut. After a couple of days, she mentioned to her husband that something had to be wrong because the pain was not going away. He looked at it and was horrified to see that she had an open sore and the skin was actually hanging off. He immediately tended to it and it seemed to be healing now, however, she just thought someone should know that there was possibly something wrong with that particular wrap. Unfortunately, she did not have the wrap because she removed it and threw it away at work but still had the box it came in. As mentioned before, the first 2 wraps were not a problem. Her husband did take a picture of the burn if needed in order to try to figure out what went wrong. The patient stated that she drafted the above email communication to send to the manufacturer a few weeks prior to the date of the report of 11nov2016, but didn't realize she didn't send it. She added that everything was healed, although she did have a small scar, nothing else went wrong. Later, the patient added that she was fine and not looking for anything. She only wanted to make the manufacturer aware in case there was an issue with someone else. She stated that if it wouldn't be for the heatwraps, she probably would not have been able to function for at least a week. And that she loved these and would not stop using them if she need to because they are the only thing that works. The package seal was intact. The action taken in response to the event for thermacare heatwrap was temporarily withdrawn. Therapeutic measures were taken as a result of events something was bothering her on her lower back/upper hip area/ the pain was too much, felt more like a burn or cut, and open sore/skin hanging off. The outcome of the events "something was bothering her on her lower back/upper hip area/ the pain was too much, felt more like a burn or cut", and "open sore/skin hanging off" was resolved with sequel. The outcome of "she adjusted the wrap thinking that it was just bunched up or something else had gotten twisted" was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Complaint I snot process related, not design related. Follow-up (31dec2016): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment based on the information provided, the reported events thermal burn, and skin lesion as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events device use error and scar assessed as associated with the device., comment: based on the information provided, the reported events thermal burn, and skin lesion as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events device use error and scar assessed as associated with the device.